Event description:
During a lap nissen procedure, the instrument developed a squealing sound when activated. The case was completed with another device of the same product code. There was no reported pt consequence.